Event description:
It was initially reported that at patient's request, his pump, it catheter and stimulator were removed on (B)(6) 2009. It was later added that the pump site was uncomfortable, painful and patient requested the removal. The entire system was noted as explanted and the date of explant was reported as (B)(6) 2009. Patient outcome was noted as resolved without sequelae. No diagnostic tests/studies were performed and it was unknown if the pump was disposed.

Manufacturer narrative:
Concomitant medical products: catheter model: 8731, serial #: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2009; catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2009; physician programmer model: 8840, serial #: unk.